Event description:
I had 2 bard 3d meshes implanted for a double hernia and the mesh rubbed a hole in my bladder about the size of a 50 cent piece and became infected with staph infection almost resulting in my death. The mesh had to be removed and was so full of staph infection it infected my incision. It was not been recalled as far as I know and should be before someone dies as a result of this defected product. I am permanently scarred from my belly button to my crotch with what looks like a second belly button where the incision split open from the infection. Lawyers won't take the case because the lot # has not been recalled. My e-mail is (B)(6).